Manufacturer narrative:
Additional information was received that the unit did no lose the ability to mechanically ventilate. When unit switches to alt o2, it notifies the user via the screen. Manual and mechanical ventilation remain functional via alt o2. Reported complaint will be noted during preuse testing, as contained in the user manual. The initial reported MDR was not reportable.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the alternate oxygen mode was activated. There was no report of patient involvement.